Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with a belt) has been confirmed. As received, the monitor failed incoming testing. The cause of the incoming test failure is lack of drive ground. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted form the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to communicate with a belt.